Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered.

Manufacturer narrative:
Evaluation summary: the condition of underdelivery was confirmed. Inspecton of the device found that this was caused by a faulty pump head module. The pump head module was replaced.